Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. In this MDR, (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device type and UDI not provided. This incident could have the potential for harm as a result of the required service/maintenance of the instrument. Reporting of erroneous results and lead to misdiagnosis/treatment of patient.

Event description:
It was reported that bd sedi-40 had a hardware malfunction where the screen would become non-responsive and the installation setup parameters would not load correctly when being started.